Event description:
The customer reported that the pump stopped for no apparent reason. There was no adverse impact to the customer's blood glucose level. It was determined that the usb port was faulty, preventing the pump from being connected. The device was set to be returned, and the customer received a replacement pump with a new serial number.